Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the secondary spike of a clearlink system secondary medication set had a ¿blunt design¿ which caused a connection issue with a glass vial containing a non-baxter solution. The reporter stated that the spike caused the ¿rubber stopper to be displaced.¿ this issue resulted in medication spilling on the patient and anesthesia personnel; however, there was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.